Event description:
The user facility reported that the lighthead unexpectedly turned off during a patient procedure. The procedure was completed successfully without the light. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
The lighthead was returned to steris for evaluation by the (B)(6) distributor. Evaluation of the lighthead determined that the reported event was caused by failure to insert lock washers on the lamp housing assembly during an on-site repair. The lock washers provide the grounding point for the lighthead and if these washers are absent, the lamp housing assembly can overheat and cause the light to turn off. The harmony lc500 lighting system involved in this event was included in a voluntary field correction initiated by steris corporation on (B)(6) 2010 (z-1220-2010). As part of this field correction, steris is upgrading the lamp housing assemblies within the harmony lc500 lightheads to prevent potential loose wire connections and/or overheating. The distributor's service technician performed the field correction during a previous service visit to this customer. However, following this reported event it was determined that the field correction was not performed correctly. The distributor's technician removed the existing lock washers but did not replace them with the teflon insulated lock washers as instructed in the field correction service instructions. Steris has replaced the customer's lighthead, informed the distributor of this installation error and requested that their technician be re-trained on the proper procedures for performing this field correction. Steris is awaiting the distributor's confirmation that their technician has been re-trained. This appears to be an isolated event. More than 12,000 lights have been upgraded as part of this voluntary field correction and no other reports of an improper upgrade have been received.

Manufacturer narrative:
The distributor confirmed that their service technician has reviewed the harmony surgical light field correction instructions.